Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016.

Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device had no audio sound. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate no speaker sound at start up test due to a defective speaker. The device was not in use on a patient at the time of the event, there was no patient involvement. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.